Manufacturer narrative:
Received ten loose tubes of 454428/b20083sv returned from the customer. Received customer pictures. We have no remaining inventory for this material/batch. We have no further complaints for this material/batch. A check of quality, production, and maintenance documents revealed no deviations in relation the reported event. Samples were tested, according to gbo standard testing procedures, with regards to level mark, filling level and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes had the correct fill line guide position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimens. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. No short filling could be observed on the samples. The complaint could not be duplicated.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Returned samples have not yet been investigates. As soon as the investigation of the event is completed a supplemental report will be filed.

Event description:
Customer states they are having issues with underfilling tubes. The reports are coming from experienced lab people. Issues occur with straight needle, butterfly, and syringe with transfer device. No discard tube is used for a butterfly draw.